Event description:
Pt reported the infusion device does not deliver insulin correctly. This first occurred on(B)(6) 2013. He bolused via the infusion device and no insulin was delivered. He reported all bolus requests were delivered at once later in the afternoon, and this caused him to experience hypoglycemia. He reported the infusion device will work "fine" for weeks and then do this. Pt reported the blood glucose meter (remote) does not always turn on even after new batteries are inserted. He has waited up to 8 hours for he blood glucose meter to turn on. His diabetes educator advised him to call and report the complaint. The infusion device system was replaced and requested for eval. He did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.